Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead had high pacing thresholds. The physician repositioned the ra lead. Additional information indicates that the ra lead was dislodged as shown in the chest x-ray and the issue was resolved after the lead was repositioned. The ra lead remains in service. No additional adverse patient effects were reported.